Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the cassette. The report was not confirmed in the lab due to a lack of sample. The root cause of the report was not determined. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Aspirating needle became disengaged from hub while procedure being performed. This caused patient to have a pneumothorax which resulted in additional x-rays

Event description:
A customer contacted (B)(4) requesting assistance to reprime the patient line on the homechoice (hc) unit. The technical service representative (tsr) instructed the home patient (hp) to press stop and then down arrow to reprime the patient line. The hp stated the patient line still did not prime. The tsr then advised the hp to turn off the machine and instructed the hp to start over with all new supplies. On (B)(6) 2010 (B)(4) contacted the hp regarding the reported event. The hp stated he noticed a leak in the cassette. The hp stated the leak was located in the rectangular part of the cassette that would go inside the cycler. The hp could not see any cuts, slices or holes where the leak was. The hp stated that he did not know what may have caused the leak to occur. The hp stated there were no animals in the room that may have caused the leak and he did not use any sharp objects to open the box of supplies. The hp stated he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.